Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they received software 9.33. Replaced keypad for won't turn on, affected keypad recall r108. Tested pm. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the keypad - stuck key. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 29may2020 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device would not turn on. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported won't turn on. There was no patient involvement.